Manufacturer narrative:
Patient information is unknown. 510k: this report is for a locking bolt - unknown lot; unknown part. The device was removed from the patient intraoperatively. Complainant part has not been returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, the surgery for distal femoral trochanter fracture took place. During the surgery, the surgeon confirmed through the image intensifier that the 4.9mm locking bolt was not inserted into the nail, in a downward direction. No loosening was confirmed with the device at the time of drilling and the sleeve was also firmly inserted in the right position. They decided that the 4.9mm locking bolt should be removed but no more insertion should be done. The surgery was extended for completion with extended time unknown, and there was no adverse consequence to the patient. The surgeon commented that the event was not caused by malfunction of the nail nor loosening of the device; either incorrect drilling direction or an unspecified issue with the soft tissue is a possible cause of this event. This complaint involves one (1) part. This is report 1 of 1 for (B)(4) for the locking bolt. Concomitant devices reported: pfna (part # unknown, lot # unknown, quantity # 1). Sleeve (part # unknown, lot # unknown, quantity # 1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted that the patient status was okay. Updated concomitant device: pfna nail (part 472.101s, lot unknown, quantity 1); sleeve (part/lot unknown, quantity 1).